Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call of issues with customer's insulin pump. The mother states the pump is not delivering the amount of insulin it is supposed to. The customer's blood glucose level at the time of incident was 600mg/dl. The customer's most current level was 123mg/dl. The mother states the customer was hospitalized for the high blood glucose levels. The mother states they tried to treat with the pump, but the levels would not go down. Troubleshoot was conducted, the mother did not feel safe with the pump. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the lcd window, a cracked reservoir tube lip, a cracked belt clip slot, and cracked battery tube threads.